Manufacturer narrative:
One service replacement powermax elite motor drive unit, part number 72200616s was received on july 27, 2017 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no physical damage was observed. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The motor was extremely corroded also and locked up. The cable assembly passed functional testing. The gearbox was found to be jammed and corroded internally. Complaint of overheating and loud noise was confirmed. The root cause of overheating and noise is a corroded motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during the procedure the device became hot to the touch and was making loud noises. No injuries or complications were reported as a result.